Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00316: driver, 3025141-2018-00318: handle.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.